Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following an intraocular lens (iol) implant procedure, a consumer reported "I had these implanted and my insurance still refuses to pay for them. I still have to wear glasses and feel as though I am not being treated as everyone else. I have difficulty seeing in stores due to fluorescent lighting and seeing colors like black and I do not have the confidence in driving". The lens remains implanted . There are two medical device reports associated with this event. This report is associated with the right eye.